Event description:
The index procedure was urgent with a primary indication of acute myocardial infarction without shock. Diseased vessel with greater or equal to 50% restenosis were native left anterior descending and right coronary arteries and graft left anterior descending and circumflex arteries. However, only two target sites wre treated during this procedure: 2nd diagonal branch and the proximal right coronary artery and cypher stents were implanted. There were no complications or device malfunction and the pt was discharged two days later from the index procedure date. However, approx. One month later, the pt returned with unstable angina and an elective procedure was performed, which revealed restenosis of the previously treated 2nd diagonal branch. Reintervention was required and completed with another cypher stent with angiographic success.